Event description:
Boston scientific received information that this right ventricular (rv) lead displayed an increase in shock impedance from 50 ohms last year to 114 ohms at the most recent follow-up. Various shock vectors were tried, and only the triad configuration produced within range shock impedance measurements. This patient was referred to the hospital for further investigation. There were no adverse patient effects reported. Subsequently, additional information was received that this rv lead was surgically abandoned and replaced due to lead fracture. A new rv lead was implanted with the associated pg.

Manufacturer narrative:
This rv lead will not be returned for analysis. At this time there is no additional information. Should additional information become available this report will be updated.